Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump. It was reported that a motor stall occurred, and the cause of the motor stall was unknown. It was unknown what troubleshooting/diagnostics were performed. The patient experienced withdrawal. Pump replacement occurred. The manufacturing representative could not remember the patient¿s identifying information or the serial number, but noted that they were reported at the time of the event, and ¿all events were reported in an appropriate manner¿. It was noted that the event occurred ¿quite some time ago¿ and was reported. However, the manufacturing representative could not confirm the identity of the patient or record. There were no further complications reported.